Event description:
Medtronic (covidien) received information regarding an incident with a manufactured device. During the embolization treatment of a type 2 endoleak sac, it was reported the concerto coil prematurely detached as an attempt was made to push it forward. During the coil placement, the 5f guide catheter kicked out of the sma (superior mesenteric artery) which kicked the terumo .027 150cm progreat microcatheter out of the endoleak sac. After re-access was achieved, an attempt was made to push the coil forward where it prematurely detached from the pushwire. Attempts were made to advance the coil out of microcatheter but they were unsuccessful and the coil was left behind in the ima (inferior mesenteric artery) and the sma. The coil was snared and removed from the patient. The patient was reported to be fine. No patient injury reported as a result of the procedure.

Manufacturer narrative:
The concerto coil will not be returned for evaluation as it was discarded by the hospital. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).